Event description:
It was reported that during a da vinci-assisted surgical procedure, instruments collided inside the patient and caused fragments to break off inside the patient's anatomy. The fragments were retrieved during the same procedure, and an x-ray was performed to confirm there were no additional fragments. There was no injury to the patient but it took longer than expected to complete the case. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically without any harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was returned, measuring roughly 0.240 x 0.268". This failure is typically attributed to mishandling/misuse such as overloading at the instrument tip. The instrument was found to have the conductor wire cap dislodged from its normal position as a result of the distal clevis ear damage. Cap was returned. This failure is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.